Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges head set does not stick enough. Caller reported changing 6 cannulas this week; have been discarded. No adverse event reported. No product will be returned due to being discarded.